Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50 mm in diameter and 117 mm in length abdominal aortic aneurysm. The proximal neck was 20, 19 mm in diameter and 14 mm in length. The proximal neck had severe tortuosity. It was reported that the bifurcated stent graft was implanted. After the contralateral limb was implanted, final angiography was carried out and type I endoleak was confirmed. Another manufacturer's 26mm aortic cuff was implanted for the treatment; however, a delayed endoleak was still confirmed. An endurant aortic cuff was also implanted, but the endoleak didn't improve. A balloon was used for touch-up but the endoleak remained the same. It was determined too risky to do further treatment, so that the procedure was completed. The patient will be monitored by the physician. No additional clinical sequelae were reported. The physician commented that the proximal neck had very severe tortuosity. Aortic cuff was added and leak flow was confirmed to be quite delayed. Therefore, leak was determined to be resolved.